Event description:
It was reported that patient woke up with low blood glucose. Patient's blood glucose was 49 mg/dl. Customer treated the patient with fast acting sugar. Customer declined to do troubleshooting due to the cause of low blood glucose was not the insulin pump. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.